Event description:
It was reported that a patient was attached to a dash 3000 monitor via hardwire. Patient was reportedly not "admitted" to the monitor in the room or at the central bank. At approx 3:15 am in 2008, the nurse went in patient's room to check on the patient, and found her unresponsive. Code was called. Patient was in asystole and resuscitation measures got her back in vfib. Patient was pronounced death at 3:39 am. The alarm was allegedly not working on the dash 3000 monitor. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued, when the investigation has been completed.